Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented to clinic during follow-up, the device was found to be in backup vvi mode. A device download was installed and the issue was resolved.